Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. Boston scientific technical services (ts) discussed that gradual increases in impedances are typically due to calcification or scar tissue formation. This ICD and rv lead remain in service. No adverse patient effects were reported.